Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing (piece returned) and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed..

Event description:
Additional information received: the pad was retrieved with a grasper and removed through the trocar. The procedure was not converted to open.

Event description:
It was reported that during a laparoscopic/open resection of large gist of fundus, the inactive tissue pad split in half. The surgeon had to retrieve the broken piece from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.